Manufacturer narrative:
Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown. A review of the IFU revealed that adhesion, fistula formation, and recurrence of tissue defect are amongst the list of potential complications that are ¿possible adverse reactions with the use of any prosthesis¿ bowel obstruction is also list as one of the complications that are possible with ¿any surgical procedure.¿ additionally, ¿complications such as delayed wound infection, hernia recurrence and the need for re-operation should be reasonably expected in patients who are critically ill.¿ the IFU states that ¿if the chosen device is too small for the defect, excess tension may be placed on the suture line. This can result in recurrence of the original tissue defect or development of a defect in the adjacent tissues.¿ the user should ¿suture, staple or tack¿ the device in place while ¿avoiding excess tension.¿ lastly, ¿interrupted sutures can provide additional security against recurrence of tissue defect in the event of suture failure.¿ the root cause, of the hernia recurrence, is inconclusive. Many factors can contribute to hernia recurrence, such as, but not limited to: user technique, patient comorbidities, size of device chosen in comparison to size of defect being repaired, device placement, and the patient¿s post-operative activity. The root cause of the bowel obstruction was related to adhesions. The root cause of the adhesions is inconclusive. However, many factors can influence and contribute to adhesion formation including, but not limited to: a patient's tendency to form adhesions, an abdominal procedure, any damage to the bowel during the initial surgery, excessive tissue incisions, surgical technique, excessive handling of viscera, history of prior surgeries, post-operative activities, nutrition, and the overall state of health of the patient. The root cause, of the fistula formation, is inconclusive. Several factors could contribute to the development of a fistula, including, but not limited to: an enterotomy, patient¿s underlying state of health, and the extensiveness of surgical procedure.

Event description:
On (B)(6) 2017, dr. (B)(6) implanted a zenapro device for an open hernia repair. The patient was an (B)(6) female with a significant medical history. Specific details of the patient¿s medical history were not provided. Sutures were used to fixate the device. Drains were placed. The patient remained in the hospital from the date of implant through (B)(6) 2017, at which time the patient returned to the operating room due to a hernia recurrence and bowel obstruction. The drains were still in place. The zenapro was found adhered to the bowel which reportedly contributed to the bowel obstruction and the formation of a fistula. A pocket had formed around the device and a fistula tract was present within that pocket. The zenapro was not incorporated and was explanted. There was no erosion into the bowel. Details regarding the fistula formation were vague and it is unknown if the fistula tract involved the bowel. Dr. (B)(6) noted the device did cause or contribute to the need for additional procedures. However, he noted there was no adverse effect to the patient due to this occurrence. As of the date the feedback was received, the patient¿s status was reported as doing well. Should the patient need another device implanted, dr. (B)(6) indicated he would use biodesign. Dr. (B)(6) indicated that he felt the difference in design between the zenapro and biodesign is what contributed to this occurrence.